Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that there was noise on the right ventricular lead. The patient later presented to clinic with symptoms, specifics unknown. The patient was in stable condition and will continue to be monitored. Additional information has been requested but not received.

Event description:
Additional information - the patient continued to have short episodes of noise in a follow-up transmission, and the patient would continue to be monitored.

Event description:
Additional information - it was reported that the patient presented to clinic, as there were more episodes of noise reversion on their right ventricular lead. In one episode, it was noted that hysteresis was prolonging the pauses. The device was reprogrammed to an asynchronous pacing mode with hysteresis off. The patient was asymptomatic to the noise, and would continue to be monitored.